Event description:
It was reported that when using the bd pyxis¿ medflex 1000, drawer would not open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) confirmed that drawer 4 was not opening during access attempts. After waiting for tsc to complete remote troubleshooting, fse accessed the back panel and identified a loose cable disconnected from the main board. The station was powered down, the cable was reconnected, and no additional damage was found. The system was rebooted, and the customer successfully accessed drawer 4, confirming the issue was resolved. The system functioned as intended after the field service engineer repaired the device.